Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board at the affected location. Bec internal identifier (B)(4).

Event description:
The customer reported signal and compensation issues at the fitc channel (fl1 position) on their fc 500 flow cytometer. Erroneous patient results were generated but were not reported out of the laboratory. There was no report of death, injury, or change to patient treatment as a result of this event.